Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was not communicated. A technical support specialist (tss) obtained approval to access securelink but was initially unable to connect to the server after trying several servers. The tss advised the customer to check with their information technology (it) team regarding the network on their end. The tss was later able to remote into the application server successfully and verified that all services were running properly. The tss confirmed that messages were crossing to the pyxis side successfully and checked health sight viewer (hsv), which showed no errors. The tss contacted customer, who confirmed that the issue was on their end. No further issues were reported now, and permission was granted to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not communicated. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.